Event description:
Rn on night shift notified nurse manager that patient trifuse had crack in it and was leaking. Trifuse removed from patient and new trifuse attached. New trifuse functioning fine. No harm to patient noted.